Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The viality unit was not suctioning properly. The healthcare provider had to open up a new viality unit to complete the surgery.